Manufacturer narrative:
(B)(4). (Exemption number e2015033). Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. According to the information received, the device was most likely in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. This is a combined initial and final report.

Event description:
The recipient had only five active channels. The device has been explanted and the user was re-implanted with a device from another manufacturer.